Event description:
It was reported that the personal settings may not have been programmed into the pump correctly by the user and night not coincide with the settings in the customer's previous pump. Reportedly, customer's blood glucose level was elevated. During troubleshooting with tandem technical support, it was confirmed that four settings did not coincide with the previous pump. Reportedly, pump settings would be discussed with health care provider.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.